Event description:
It was reported that there were concerns this right atrial (ra) lead was fractured. Technical services (ts) confirmed that there was a lead fracture as there was high out of range pacing impedance, lead noise, and oversensing. It was noted that there were false atrial tachy response (atr) episodes as a result. The lead safety switch (lss) was triggered. The lead remains in use. No adverse patient effects were reported.